Event description:
It was reported by service report that the bed has no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: the power cord had come unplugged from the bed; power cord was reseated into bed and all functions were restored.